Event description:
New information indicated the patient was in good condition.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a week following implant, the ventricular lead was unable to be paced. The physician decided to replace the lead and good parameters were noted through the pacing system analyzer. But upon connecting the lead to the pulse generator, the device lost output. The device was explanted and replaced. The patient was in improved condition post procedure. No further information could be obtained at this time.